Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine injury ('lacerations of the uterus') and genital injury ('lacerations of the fallopian tubes') in a female patient who had essure (ess202) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess202) inserted. On an unknown date, the patient experienced uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), abdominal pain ("acute abdominal pain"), back pain ("lumbar pain"), groin pain ("inguinal pain"), arthralgia ("joint pain (in the knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), tooth loss ("dental problems (loss of teeth)"), alopecia ("hair loss"), hypersensitivity ("allergic reaction/various allergic problems"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decreased libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("menstrual irregularity (heavy, non-existent or irregular period duration)"), amenorrhoea ("menstrual irregularity (heavy, non-existent or irregular period duration)"), heavy menstrual bleeding ("menstrual irregularity (heavy, non-existent or irregular period duration)"), vaginal discharge ("vaginal discharge"), cystitis ("cystitis"), dermatitis ("dermatitis"), blindness ("loss of vision"), ear disorder ("ear disorders"), vertigo ("vertigo"), migraine ("strong migraines"), amnesia ("amnesia"), paraesthesia ("tingling of extremities"), joint swelling ("swelling of the hands and ankles"), peripheral swelling ("swelling of the hands and ankles"), hyperhidrosis ("abnormal sweating"), pelvic pain ("pain"), peritonitis ("peritonitis"), pyrexia ("fever"), abdominal distension ("abdominal bloating"), gait disturbance ("walking difficulties"), allergy to metals ("allergy to nickel") and deafness ("loss of hearing") and was found to have weight increased ("weight changes (both weight gain and loss)"), weight decreased ("weight changes (both weight gain and loss)") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal via hysterectomy). Essure (ess202) was removed. At the time of the report, the uterine injury, genital injury, genital haemorrhage, abdominal pain, back pain, groin pain, arthralgia, nausea, vomiting, tooth loss, alopecia, hypersensitivity, food intolerance, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, amenorrhoea, heavy menstrual bleeding, vaginal discharge, cystitis, dermatitis, blindness, ear disorder, weight increased, weight decreased, vertigo, migraine, amnesia, paraesthesia, joint swelling, peripheral swelling, uterine leiomyoma, hyperhidrosis, pelvic pain, peritonitis, pyrexia, abdominal distension, gait disturbance, allergy to metals and deafness outcome was unknown. The reporter considered abdominal distension, abdominal pain, affective disorder, allergy to metals, alopecia, amenorrhoea, amnesia, arthralgia, back pain, blindness, cystitis, deafness, depression, dermatitis, ear disorder, fatigue, food intolerance, gait disturbance, genital haemorrhage, genital injury, groin pain, heavy menstrual bleeding, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, pelvic pain, peripheral swelling, peritonitis, pyrexia, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, vertigo, vomiting, weight decreased and weight increased to be related to essure (ess202). The reporter commented: the duration of events started from the time of device was inserted (date not reported) to time of removal (date not reported) and therefore for a variable period of time, from a minimum of 2 up to more than 10 years, during the course of which the patient was forced to undergo repeated specialist medical visits (gynaecology, x-ray, magnetic resonance imaging, computed tomography scan - no lab data were reported). The disorders described in this case have caused permanent damage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: essure insertion date was received via lawyer: (B)(6) 2006 (essure formulation changed to ess202). Events were added: fever, abdominal bloating, walking difficulties, peritonitis, pain, loss of hearing, allergic to nickel. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine injury ('abnolacerations of the uterus and fallopian tubesrmal sweating') and genital injury ('abnolacerations of the uterus and fallopian tubesrmal sweating') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), abdominal pain ("acute abdominal pain"), back pain ("lumbar pain"), groin pain ("inguinal pain"), arthralgia ("joint pain (in the knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), tooth loss ("dental problems (loss of teeth)"), alopecia ("hair loss"), hypersensitivity ("allergic reaction"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decreased libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("menstrual irregularity (heavy, non-existent or irregular period duration)"), amenorrhoea ("menstrual irregularity (heavy, non-existent or irregular period duration)"), heavy menstrual bleeding ("menstrual irregularity (heavy, non-existent or irregular period duration)"), vaginal discharge ("vaginal discharge"), cystitis ("cystitis"), dermatitis ("dermatitis"), blindness ("loss of vision"), ear disorder ("ear disorders"), vertigo ("vertigo"), migraine ("strong migraines"), amnesia ("amnesia"), paraesthesia ("tingling of extremities"), joint swelling ("swelling of the hands and ankles"), peripheral swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have weight increased ("weight changes (both weight gain and loss)"), weight decreased ("weight changes (both weight gain and loss)") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the uterine injury, genital injury, genital haemorrhage, abdominal pain, back pain, groin pain, arthralgia, nausea, vomiting, tooth loss, alopecia, hypersensitivity, food intolerance, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, amenorrhoea, heavy menstrual bleeding, vaginal discharge, cystitis, dermatitis, blindness, ear disorder, weight increased, weight decreased, vertigo, migraine, amnesia, paraesthesia, joint swelling, peripheral swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, blindness, cystitis, depression, dermatitis, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, heavy menstrual bleeding, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, vertigo, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the duration of events started from the time of device was inserted (date not reported) to time of removal (date not reported) and therefore for a variable period of time, from a minimum of 2 up to more than 10 years, during the course of which the patient was forced to undergo repeated specialist medical visits (gynaecology, x-ray, magnetic resonance imaging, computed tomography scan - no lab data were reported). The disorders described in this case have caused permanent damage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-oct-2021: new lawyer was added. Imdrf-FDA synchronization based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine injury ('abnolacerations of the uterus and fallopian tubes sweating') and genital injury ('abnolacerations of the uterus and fallopian tubes sweating') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), abdominal pain ("acute abdominal pain"), back pain ("lumbar pain"), groin pain ("inguinal pain"), arthralgia ("joint pain (in the knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), tooth loss ("dental problems (loss of teeth)"), alopecia ("hair loss"), hypersensitivity ("allergic reaction"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decreased libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("menstrual irregularity (heavy, non-existent or irregular period duration)"), amenorrhoea ("menstrual irregularity (heavy, non-existent or irregular period duration)"), menorrhagia ("menstrual irregularity (heavy, non-existent or irregular period duration)"), vaginal discharge ("vaginal discharge"), cystitis ("cystitis"), dermatitis ("dermatitis"), blindness ("loss of vision"), ear disorder ("ear disorders"), vertigo ("vertigo"), migraine ("strong migraines"), amnesia ("amnesia"), paraesthesia ("tingling of extremities"), joint swelling ("swelling of the hands and ankles"), peripheral swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have weight increased ("weight changes (both weight gain and loss)"), weight decreased ("weight changes (both weight gain and loss)") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the uterine injury, genital injury, genital haemorrhage, abdominal pain, back pain, groin pain, arthralgia, nausea, vomiting, tooth loss, alopecia, hypersensitivity, food intolerance, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, amenorrhoea, menorrhagia, vaginal discharge, cystitis, dermatitis, blindness, ear disorder, weight increased, weight decreased, vertigo, migraine, amnesia, paraesthesia, joint swelling, peripheral swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, blindness, cystitis, depression, dermatitis, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, vertigo, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the duration of events started from the time of device was inserted (date not reported) to time of removal (date not reported) and therefore for a variable period of time, from a minimum of 2 up to more than 10 years, during the course of which the patient was forced to undergo repeated specialist medical visits (gynaecology, x-ray, magnetic resonance imaging, computed tomography scan - no lab data were reported). The disorders described in this case have caused permanent damage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine injury ('abnolacerations of the uterus and fallopian tubesrmal sweating') and genital injury ('abnolacerations of the uterus and fallopian tubesrmal sweating') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage ("haemorrhages"), abdominal pain ("acute abdominal pain"), back pain ("lumbar pain"), groin pain ("inguinal pain"), arthralgia ("joint pain (in the knees, hands, feet and arms)"), nausea ("nausea"), vomiting ("vomiting"), tooth loss ("dental problems (loss of teeth)"), alopecia ("hair loss"), hypersensitivity ("allergic reaction"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), insomnia ("insomnia"), affective disorder ("mood disorders"), libido decreased ("decreased libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("menstrual irregularity (heavy, non-existent or irregular period duration)"), amenorrhoea ("menstrual irregularity (heavy, non-existent or irregular period duration)"), menorrhagia ("menstrual irregularity (heavy, non-existent or irregular period duration)"), vaginal discharge ("vaginal discharge"), cystitis ("cystitis"), dermatitis ("dermatitis"), blindness ("loss of vision"), ear disorder ("ear disorders"), vertigo ("vertigo"), migraine ("strong migraines"), amnesia ("amnesia"), paraesthesia ("tingling of extremities"), joint swelling ("swelling of the hands and ankles"), peripheral swelling ("swelling of the hands and ankles") and hyperhidrosis ("abnormal sweating") and was found to have weight increased ("weight changes (both weight gain and loss)"), weight decreased ("weight changes (both weight gain and loss)") and uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the uterine injury, genital injury, genital haemorrhage, abdominal pain, back pain, groin pain, arthralgia, nausea, vomiting, tooth loss, alopecia, hypersensitivity, food intolerance, fatigue, insomnia, affective disorder, libido decreased, tachycardia, depression, menstruation irregular, amenorrhoea, menorrhagia, vaginal discharge, cystitis, dermatitis, blindness, ear disorder, weight increased, weight decreased, vertigo, migraine, amnesia, paraesthesia, joint swelling, peripheral swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amenorrhoea, amnesia, arthralgia, back pain, blindness, cystitis, depression, dermatitis, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, libido decreased, menorrhagia, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, vertigo, vomiting, weight decreased and weight increased to be related to essure. The reporter commented: the duration of events started from the time of device was inserted (date not reported) to time of removal (date not reported) and therefore for a variable period of time, from a minimum of 2 up to more than 10 years, during the course of which the patient was forced to undergo repeated specialist medical visits (gynaecology, x-ray, magnetic resonance imaging, computed tomography scan - no lab data were reported). The disorders described in this case have caused permanent damage based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.